Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged dizziness and/or headache, hypersensitivity,lung disease.other there was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has previously alleged dizziness and/or headache, hypersensitivity, lung disease. There was no report of patient harm or injury. Previously submitted report was incorrectly filed as product problem which should have been filed as both adverse event and product problem. In this report, box a: patient identifier (rfb) has been corrected, box b: adverse event/product problem has been corrected, box h: patient outcome code grid and health impact grid (1) has been updated and corrected.